Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were high ventricular rate episodes on the right ventricular (rv) lead due to noise oversensing. No intervention was performed. The patient had no adverse consequences.